Manufacturer narrative:
(B)(4). Per the ccp, there were no fault indicator lights illuminated on the cooler heater unit, the water in the unit was not cloudy or discolored, and they are unaware of any patient infection that may be associated with this cooler heater unit. The reported complaint was confirmed by the field service representative (fsr). The fsr replaced the cardioplegia pump in the cooler heater unit. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the circulator pump on the cooler heater unit was not turning on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Clinical summary on (B)(6) 2016: the cooler heater main pump would not turn on. This pump was not able to be used, as a result the users changed to a back-up unit, which delayed the beginning of the case. The case was completed successfully without associated blood loss. There was no harm observed.